Event description:
During a colonoscopy procedure, a cook captura serrated max forceps-spike was used. When the user went to open forceps, the forceps were stiff and did not fully open. Upon taking a bite of tissue, the forceps remained stiff and difficult to close. The forceps tore the tissue instead of cutting. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our initial laboratory evaluation of the product said to be involved was unable to confirm the report as described. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The forceps would open and closed with an expected amount of force. The cups were visually inspected under magnification and no cup misalignment was observed. Upon performing the initial review, a product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device has been returned to the approved supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura serrated forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.